Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of the transmission, the asymptomatic patient¿s right atrial lead exhibited low, out of range impedance. There are no known plans for intervention at this time.